Manufacturer narrative:
The unit alarmed compromised force sensor during the prime, compromised force sensor test due to protruded or loose drive support disk. The insulin pump was received with minor scratched display window, broken reservoir tube lip and cracked reservoir tube near reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. No further information reported.